Event description:
Information was received that this device allegedly failed in an unknown manner in 05/2005, which prevented the device from further being utilized. Although the complaint alleges that a replacement device was requested from the provider, it appears that none was provided. Subsequent to the failure, it was reported that the patient expired six days later. The reported cause of death is sids. It is unknown if an autopsy was performed. The device was not in use at the time of death.